Event description:
Additional information: patient experienced return of symptoms in (B)(6) 2011. Patient was informed in (B)(6) 2011 that her current hcp would refill pump one last time; patient had "turned into a self-pay patient." Patient had been to the hospital several times due to pain symptoms and thought there may be something wrong with her catheter. A lump at catheter tip was reported; patent's hcp was aware of the same, no images of area were taken. Patient had tried to contact hcp for the past month and later the hcp advised he would see her on (B)(6) 2011 to check the pump. Patient had visited the hospital thrice due to "pain all month long, appointment (B)(6) 2011, and on (B)(6) 2011 had a heart attack" reported previously. It was now reported that the "cardiologist noted that it was due to pump mass on tip of catheter." Patient's hcp had advised patient to get exercise. Patient had no problems for 2 years until (B)(6) 2011. Patient continues to have vomiting and diarrhea. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.